Manufacturer narrative:
The customer reported the batteries were "hot to the touch". No allegations of patient/user harm. No allegations of incorrect results. The customer returned the analyzer. An investigation was conducted by product support and engineering and the customer complaint could not be duplicated.

Event description:
The customer reported the batteries were "hot to the touch". No allegation of patient/user harm. No allegation of incorrect results.